Event description:
In 2006, a patient spoke with a customer service associate (cca) alleging she had been treated in the ER earlier in the day for hypoglycemia due to inaccurately high meter results. "I have been giving myself lots of insulin that may have been necessary." Because she had limited time to speak to this medical affairs specialist on one call and no time on the other two, I obtained more information from the initial recorded call. All results are in mg/dl, the expected and received unit of measure. Between 10 and 11p.m. One day earlier before retiring, she injected her usual 50 units of lantus plus 10 units of regular, based upon her meter result of "340 plus." Typically, she slects 12 units of r for results over 300 and 10 units if over 250. At 2:45 a.m. On event day, she woke up in a cold sweat, could not move arms and legs, and had slurred speech. She also had to urinate. She called out for her uncle, a physician, and aunt, a nurse. She tested herself on her arm (277) and consumed sugar based upon symptoms before emt was called. Her uncle tested her (time frame or puncture site not provided) less than five minutes before emt arrived. The result was 288 while emt's meter (same brand) was 60. (Results confirmed in her meter's memory). Emt started IV dextrose and transported to ER. The IV continued and later, she was fed. Admitting result no known although discharge result on ER meter after eating was 136. She stores strips in the refrigerator due to the heat and then in an ice chest with her meter when in her car for business. The cca referred to the owner's manual that states, 'do not refrigerate' and warned of moisture. "I thought storing below 86 degrees means storing in a cooler," she replied. Testing four times a day, she had opened the strips a week earlier: expiration august 2006. Control solution ws expired; hence no quality test was performed. It would be useful to know her diet the day of the event, hematocrit and other health problems. The complaint is classified as an adverse event due to use error. The results on event day may have been affected due to the strip storage. The owner's manual warns: 'store test strip vials in a cool, dry place below 86 degrees f (30 degrees c). Do not refrigerate.'

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.